Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional that the valve was maladjusted and overdrained. Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted. Please provide the patient outcome and the medical intervention. The file was entered with limited information.

Manufacturer narrative:
Manufacturing evaluation: investigation- the valve was received submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. Permeability test - the results have indicated that the progav is permeable. Adjustment test - the progav was tested and is not adjustable throughout the normal range. Braking force and function test - the brake functionality test has shown that the brake function is operational, and the braking force is within the given tolerances. Computer controlled test - the progav was shown to be operating within acceptable tolerances. Results - after the tests, we have dismantled the valve. Inside the progav we found slight deposits (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability or over-drainagle. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.